Event description:
It was reported that the vns patient passed away. It was reported that the patient's records were shredded and no additional relevant information is known. An online search identified that the patient was buried on (B)(6) 2007. The cause and date of death are unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.